Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display was dim, the liquid crystal display was found to be out of specification electrically, it was missing segments. Analysis also found that the upper and lower cases and one bail cover were broken, the battery contacts were compressed and the ring was bent. All affected parts were replaced. (B)(4).

Event description:
It was reported that the display of the external pulse generator was very dim. The generator was returned for service. There was no patient involvement.